Manufacturer narrative:
The device in question was returned to medline renewal for evaluation, and we confirmed that it was a medline renewal reprocessed arthrocare ent coblator ii procise xp wand, w/integrated cable, suction & saline, (blue), part # eic8872-01. We performed a thorough inspection of the device and completed an investigation into the incident. Our investigation confirmed that the arthrocare ent coblator ii procise xp wand did not function as expected, and the reported issue was confirmed. Medline renewal determined that the saline line had not been reassembled correctly, causing a blockage in the line and preventing flow. The manufacturing deficiency has since been corrected. The customer confirmed that no adverse patient consequence or medical intervention was required as a result of the incident. However, due to the reported delay in the procedure to obtain a new device, medline renewal is filing this medwatch report. This medwatch report was originally submitted on 10/18/2016, however due to an internal error, this report was submitted through the esg test account instead of the esg production account. Consequently, cdrh did not receive this report within the 30 day timeframe. Therefore, this medwatch report now reflects today's date which corresponds with the file transmission through the esg production account.

Event description:
Medline renewal received a report indicating that the reprocessed ent coblator ii procise xp wand would not prime, therefore, no saline would flow through the device to the tip before use. Another reprocessed device was readily available to complete the procedure; therefore, no patient harm was reported as a result of the incident.